Event description:
It was initially reported that the products did not cross the target lesion. There was no patient injury and the products were returned. Upon receipt of this product, the hypotube was broken, the stent was deployed and the balloon was torn at the distal end.

Manufacturer narrative:
This product was received for testing and evaluation, but the engineering report has not been completed as of this writing. Further details as they relate to the condition of the returned product were requested, but have not been forthcoming. Additional information received will be submitted within 30 days upon receipt. This is one of two products used in the same procedure that were submitted under the following manufacturing numbers 3003742446-2007-00061 and 3003742446-2007-00062.